Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and "big r-waves". The implantable pulse generator (ipg) exhibited rate below the lower rate (60 beats per minute (bpm) reduced to 40 bpm). The rv lead and the ipg remain in use. No patient complications have been reported as a result of this event.